Event description:
During evaluation of a returned homechoice device, a high drain error 105 (night drain cycle five) alarm was identified in the log. The alarm occurred on (B)(6) 2015 at 11:14:52. A high drain alarm indicates the patient drained greater than (B)(6) of the maximum prescribed cycle fill volume. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. A short simulated therapy was performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. Upon conclusion of the investigation, the cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.